Event description:
It was reported that: the patient began having pain at the incision site a few months after the surgery. She has always had major problems with in stability in the hip. She experiences a pain that extends into her waist when the hip is unsteady. She has had continuous physical therapy to increase the functionality of her muscles but all efforts have been unsuccessful. She has had four different physical therapists all of whom have stated that she has not reached the expected benchmarks. The patient states that she now has a continuous limp. The muscles at the incision site have not strengthened and the site is still tender to the touch. The patient saw her surgeon after receiving the recall letter. The doctor stated that based on x-rays her implant looks fine. She was told to return in five years for another check up. She says she can barely walk and is unhappy with her surgeon's response to her pain.

Manufacturer narrative:
Evaluation conclusion: the catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.